Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that since implant the patient started to experience constant bladder infections. It was also reported that the therapy never really worked; it only helped initially, and it didn¿t work well for them. They experienced a return of symptoms, incontinence, and they used pads 24/7. It was noted that when they go to their healthcare provider, they typically just check them for bladder infection and check their urine output; no programming or other check had been performed. The patient also noted that they received inadequate training on how to use their programmer. No further patient complications are anticipated or expected as a result of this event.